Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1m63e, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 28-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient states when she went through the trial it worked amazingly and they had it right where it needed to be but the moment she woke up from implant surgery she told the doctor something was not right. Six months later patient states she was told the x-ray showed lead was a downward curve but needs to be an upward curve and the wire was in the wrong location. Patient stated she was told she needed a revision. The patient also reports it was getting hard to find the ins because ins has dropped, migrated down on the left butt cheek, and patient didn¿t know when this occurred. Patient reports she has to keep the stimulator turned up fairly high, and about a week ago she quit feeling her stimulator. When she tried to sync with the ins, she was getting the poor communication message. She can go days without using the bathroom and self cathing, sometimes has incontinence and has been miserable for a week. Patient services (ps) reviewed programmer use and patient attempted to sync with and without the antenna during the call but was not able to sync successfully. Patient states that she was told that regardless of settings it would last at least 5 years. Ps reviewed expectations regarding ins battery longevity with regard to settings used. Patient will follow up with managing hcp regarding her concerns at appointment week, may 28th. Receptionist at hcp (healthcare professional) office stated that due to covid pandemic the manufacturer's representative would not be allowed in office, and paging phone number was provide if hcp wishes to consult with rep via phone during appointment. Receptionist at hcp (healthcare professional) office did not find record of x-ray taken in patient chart, patient had not been seen in their office for over a year. The manufacturer's rep was not aware of a need for revision when seen post-op. No further complications were reported or are anticipated.